Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Manufacturer's first level investigation unit reports defective vibration. No adverse event reported. The device has been returned.